Manufacturer narrative:
The product is not returned to manufacturer therefore we cannot determine the definitive cause of event. However x-ray images were reviewed which show no obvious hardware failure on the provided images.

Event description:
It was reported that patient underwent fixation at levels t4-s2 iliac using s2 iliac approach with open head screws. On an unknown date, post-op, set screws were found loose inside the screws and were not torqued down. Patient underwent revision surgery on (B)(6) 2017 to revise the construct.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.